Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal components in 2005. Subsequently, patient reported pain and radiographs taken showed severe osteolysis. A revision was performed in 2009, to remove and replace the acetabular cup and modular head.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing metal on metal components in 2005. Subsequently, patient reported pain and radiographs taken showed severe osteolysis. A revision was performed in 2009 to remove and replace the acetabular cup and modular head

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on november 18, 2009 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed november 20, 2009.